Event description:
The customer reported to olympus that device gave a scope image error (e315). The event occurred during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation did not confirm the reported error code. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced - the cause was presumed to have been due to the following: connection of electrical parts became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. Electrical parts inside the scope connector were broken by using the connector attached to the video system center while electrical contacts of the connector being wet. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. - turn the video system center, light source, endoscope position detecting unit (for cf-hq290l/I, pcf-h290dl/I), and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "connection of the endoscope and ancillary equipment: connection to the light source: caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.